Event description:
New information received reported that the lead fracture was seen during the lead revision under fluoroscopy and when the pocket was opened. The lead had been turned off for several office visits due to an out of range impedance and no capture. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had fractured. The lead was capped and replaced on (B)(6) 2018. No further information was available.